Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead, presumably due to dislodgement a few weeks post -implant. The lead was reprogrammed and the patient was sent for an x-ray. The lead remains in situ. No patient complications have been reported as a result of this event.